Event description:
The clinician reports that the day the implant was placed in ada 5, failure occurred upon insertion. Details of surgery: primary stability not achieved. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. No product was returned to the manufacturer. There were no reported patient injuries or complications.